Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was achieved with two proglide devices, using the preclose technique via an 8fr sheath, prior to a transcatheter aortic valve replacement (tavr)procedure. The sheath was upsized to 14fr and the tavr procedure was completed. Reportedly, during vessel closure, a dissection was noticed in the rcfa. One of the two proglide devices had sutured the back wall of the artery, pulling through the wall, causing a dissection. The dissection was treated with a covered stent and hemostasis was achieved. There was a clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported backwall stitch could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.